Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod6. During the procedure, the hospital tech was unable to re-sheath a pod6 and therefore, it was not used in the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. Multiple offsets were present along the embolization coil. The pod6 was returned with the introducer sheath positioned backwards on the pod6 assembly. The introducer sheath had multiple ovalizations and a cut. Coagulated blood was present on the pusher assembly. The penumbra investigator inadvertently stretched the introducer sheath while attempting to remove the sheath from the pusher assembly due to the damage to the sheath and presence of coagulated blood. The pod6 was reseated on a demonstration introducer sheath. The pod6 was able to advance out the tip of a demonstration introducer sheath and subsequently re-sheathed into the introducer sheath. Conclusions: evaluation of the returned pod6 revealed the introducer sheath was placed on the pod6 backwards. The inner diameter (ID) of the introducer sheath friction lock is smaller than the proximal joint of the embolization coil. If embolization coil is attempted to be retracted through the friction lock, resistance will likely be experienced. If the embolization coil was forcefully retracted against this resistance, offset coil winds may result. These offset coil winds will likely contribute to additional resistance when retracting the coil through the friction lock. Further evaluation revealed introducer sheath damage and coagulated blood on the pusher. These factors may have contributed to additional damage when attempting to re-sheath the coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.